Event description:
The complainant has reported that a pt (age and gender unk) underwent a therapeutic egd procedure for treatment. The clinician stated that during the procedure, he felt some resistance and when be tried to manipulate the resolution clip device he noted that the jaw had broken into two pieces. The pt did not sustain any complications or ill effects as a result of this issue, and no intervention was required. Also please note that the customer could not provide us with the date of the event. The procedure was completed successfully with another of the same device.

Manufacturer narrative:
This device has not been received by this MFR. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement access and maintenance procedures.